Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm if the device caused or contributed to the event. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly associated with a patient death. The ventilator was in the possession of a law firm. The manufacturer has confirmed that no additional communication related to litigation has been received. The ventilator was not returned to the manufacturer for evaluation. The manufacturer's investigation was based on the device event logs that were downloaded from the ventilator. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. An associate from the manufacturer's houston office traveled to the office of the law firm and downloaded the device's event log. The downloaded event log was reviewed and there were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The events logs indicate the device operated as designed. The durable medical supplier (dme) for the patient reported the date of the event as (B)(6) 2015. The husband of the patient reported the date of the event as (B)(6) 2015. The review of the event logs confirmed the ventilator was not in use on either of these dates. Based on the analysis of the device event logs, the manufacturer concludes the ventilator operates as designed. The ventilator was not in use on the reported day(s) of the event and did not cause or contribute to the reported event.